Event description:
Caller reported an issue with incorrect pump time settings. Blood glucose levels remained within normal range, with no adverse impact reported. Caller received assistance from cts in updating the pump time and was advised to monitor any further discrepancies, acknowledging the guidance provided.